Manufacturer narrative:
During post dilation of a previously placed stent the balloon ruptured during the first inflation. The vessel was described as mildly tortuous with a 90% stenosis. There was no reported patient injury. Manufacturing records for the lot involved, including subassemblies, were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the information available and without the return of the product it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact.

Event description:
The report we received from our affiliate indicated that during post-dilatation of a palmaz stent, which had been deployed in the subclavian artery, the balloon ruptured at the beginning of the initial inflation. There was 90% stenosis at the target site. The sds balloon catheter was used to post-dilate the stent and complete the procedure successfully. There was no report of any adverse consequence to the patient.